Manufacturer narrative:
The device was not returned for evaluation. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the pump was removed and replaced due to patient preference. The patient felt that the pump was too far posterior. The pump was functioning correctly, it just needed to be lower.